Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and found a related diagnostic code. The fse performed est (extended self tests) to resolve the issue. During inspection the fse found the gui (graphic user interface) monitor was unstable on the base and replaced the gui latch and rotor. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator became inoperative and safety valve got opened. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.